Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced continuous glucose monitor (cgm) inaccuracies an adverse event. The sensor was inserted into the abdomen on (B)(6)2017. Date of sensor insertion is an approximation. It was reported that the patient's dexcom receiver was reading high when the blood glucose (bg) meter was reading 20 mg/dl. The patient's husband woke the patient up and provided her with glucagon and honey. It was indicated that the patient's bg was brought back to safe levels and the patient went back to sleep. No emergency medical technician was called and no hospitalization was required. Additionally, the patient stated that they felt that the inaccuracy was the result of the low event. At the time of contact, the patient was feeling normal. No additional patient or event information is available. Data was provided for evaluation. The reported inaccuracies was confirmed via log review. A root cause could not be determined. It was reported that the patient used multiple bg meters throughout the same sensor session. Dexcom labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.